Manufacturer narrative:
(B)(4).

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. While ablating between the left pulmonary veins and the mitral valve annulus, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. Heparin was reversed and a pericardiocentesis was performed to stabilize the patient. An echocardiogram indicated improvement of the effusion; however, approximately 90 minutes later bleeding continued and the patient was transferred for surgical repair of a left atrial perforation. Further information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
The event resolved without sequelae.